Event description:
Post radio-frequency ablation (t10-l1 peripheral nerve destruction); when the grounding pad was removed, the end of the cord was hot next to the grounding pad. Where the cord/grounding pad contacted her skin at the right hip, a reddened area with a blister in the center was observed. Treatment was immediately provided to the pt. The area required several treatments/outpatient, visits ((B)(6) 2013) through the wound care department. Equipment involved was a grounding pad, radio frequency, and a cord to connect between the ground pad and the rf machine. Equipment and devices were sent to the OEM manufacturer on (B)(6) 2013. Neurotherm grounding pad; disposable, part # (B)(4); lot#e992; expiration date of 05/01/2014 - model: neuro therm nt 2000 rf generator. Serial #(B)(4). Grounding pad cable: reusable independent dispersive cable; lot#01001; part# (B)(4).